Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple drawers failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2-1 had a failed pocket, which was removed, and drawer 4-2 also failed. A field service engineer (fse) ran hardware test application, which was slow functioning. The device was powered down, and the retractor band was replaced. After rebooting, the customer attempted to recover the device, but it was not on the bus. The device was rebooted twice to resolve the issue. The technician recovered and returned the failed pocket. The system functioned as intended after the field service engineer repaired the device.